Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 430mg/dl. Customer¿s blood glucose was level 345 mg/dl at the time of incident. Reservoir had air bubble. Approximate size of air bubbles was about the size of her fignernail. Air bubbles were successfully removed. Customer was treated with insulin pen. Customer was alleging for under delivering because when customer doses with the pen her blood glucose drop but then with the pump it did not down. The insulin pump will be returned for the analysis.